Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer has been having issues with insulin pump. The pump has alarmed battery out limit, failed battery test and low battery. The customer replaced battery and now is receiving a battery out limit alert. The customer's blood glucose was over 250mg/dl. Also, stated they have been running high for three days now because the meter was not sending blood glucose to pump due to low battery and then could not bolus. The customer declined troubleshooting, because they will be visiting their health care provider soon.